Event description:
It was reported that the guidewire was placed through the pedicle and into the vertebral body during lumbar spine surgery. Following screw placement, as the guidewire was being removed, a 1 or 2mm long portion of the wire broke off in the vertebral body. The tip portion remains in the pt.

Manufacturer narrative:
The device is not available for evaluation. Review of the device history record cannot be performed as the lot code is unk. No definitive conclusions can be made at this time. However, care must be taken during use to maintain a straight alignment and not to place excessive force on the guidewire.